Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 pulmonary biopsy forceps was used in the lung during a bronchial biopsy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, after the biopsy of a pulmonary tumor, bleeding of 100 ml of blood was observed. The patient was treated with epinephrine and was placed under surveillance for one night at the unit¿s recovery room. The device was tested prior to use and no anomalies were reported. The patient's condition at the conclusion of the procedure was ¿no more injury¿.